Manufacturer narrative:
There was no compromised force sensor alarm noted in history file. The motor error alarmed during basic occlusion testing due to loose/protruded drive support disk. The unit was unable to test for prime/ compromised force sensor test, occlusion test due to motor error alarm. The unit had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.(B)(4)

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 105 mg/dl. The customer is unable to escape the "preparing to prime" loop. It was also stated that the rewind message occurred after the alarm. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.